Event description:
On (B)(6) 2010, patient reported his blood glucose readings have increased drastically. Patient stated he has been experiencing higher than normal readings over the past week. Patient reported receiving a reading of 23.0 mmol/l (414 mg/dl) on (B)(6) 2010, so he bolused 8.0 units of insulin and tested 3 hours later with a reading of 17.0 mmol/l (306 mg/dl). Patient stated he attempted to bolus again, but it took the entire day to bring his readings back down. Patient reported he didn't eat any food all day and his readings never fell below 11.0 mmol/l (198 mg/dl). Patient stated he received a reading of 10.0 mmol/l today so he bolused 2.0 units of insulin and tested 2 hours later with a reading of 11.5 mmol/l (207 mg/dl). Patient's normal blood glucose range is 5-7 mmol/l (90-126 mg/dl). Patient reported no lifestyle changes except for a loss in weight. Patient stated he was not having these issues when he was using the backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.